Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Subsequently, the pump time was incorrect. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose ranged from 170-180 mg/dl.